Event description:
It was reported that during a trial occlusion of the internal carotid artery, there was difficulty removing the gazelle monorail balloon catheter from the sheath and it became stretched as a result. The balloon was successfully removed and the procedure was completed using a different balloon. The pt experienced no complications. Current patient condition is reported as 'stable'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information becomes available; a supplemental medwatch report will be filed.